Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that the stent embolized. The target lesion was located in the calcified rca (right coronary artery). Predilation was performed with a 2.5mm balloon. The 3.0x16mm taxus liberte stent was advanced and when the physician pulled the stent delivery system back the stent was no longer on the balloon. The stent had embolized and lodged in the lower profunda. It is unk if any additional action was taken due to the stent embolization. The procedure was completed with another of the same device. The pt was reported to be okay post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.